Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon during an endoscopic submucosal dissection (esd)procedure performed on (B)(6) 2024. During the procedure, the device was inserted through the forceps channel and advanced to the contralateral side, but when an attempt was made to fire, it didn't work. After removing the clip, the bent tip was discovered. Despite this, the defective clip was safely retrieved using grasping forceps after firing. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon during an endoscopic submucosal dissection (esd)procedure performed on (B)(6) 2024. During the procedure, the device was inserted through the forceps channel and advanced to the contralateral side, but when an attempt was made to fire, it didn't work. After removing the clip, the bent tip was discovered. Despite this, the defective clip was safely retrieved using grasping forceps after firing. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter. Block h11: the returned mantis clip device was analyzed, and a visual evaluation noted that only the clip assembly was returned with one arm activated and the other arm bent inwards. No other problems with the device were noted. The reported event of clip would not fire was not confirmed. Analysis of the returned device found that the clip assembly returned fully deployed. The clip return with one arm activated, and another arm bent inwards. This could be related to the position of the clip inside the scope during the procedure. It is possible that during the deployment of the clip, the distal part of the catheter and the jaws were damaged due to pressure against the exit port of the scope causing the arms not to react at the same time, that's why one arm is activated, and the other one is bent. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.